Manufacturer narrative:
The device was evaluated at olympus (B)(4). All contents of the initiation were reviewed with the picture of the damaged part; therefore, the actual device was not sent to the manufacturer site. It was confirmed that the tissue pad had fallen off. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance the exact cause of the event couldn't be exclusively identified. However based on the past similar case, the fall-off of the tissue pad was likely caused by the following mechanism. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The peeled tissue pad fell off due to some load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during total laparoscopic hysterectomy using the subject device, the tissue pad was detached off inside the patient after two- or three-times activation. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.